Event description:
According to the user, the ventilator's cockpit suddenly went black. According to the user, oxygen therapy was continued. The v500's oled display reportedly stopped working. No adverse health effects were reported for the patient.

Manufacturer narrative:
It was reported that during o2 therapy with the evita v500, serial number (B)(6), manufactured in february 2012, the cockpit restarted and the oled display stopped working during use. A final analysis of the log file confirmed that the cockpit performed several restarts during the reported time period. The user was notified of each warm start via visual and audible alarms. The failure of the oled could not be traced in the log. Ventilation - in this case, o2 therapy with o2 and flow settings - was not affected by this issue and continued as set. The log files indicate a hardware malfunction in the cockpit. The system¿s safety software analyzes and verifies the proper functioning of the device. If the safety software detects an anomaly regarding the infinity c500 cockpit, a warm start of the cockpit is triggered to reset the microprocessor system to a specific state. A warm start sequence of the cockpit can take up to 45 seconds. Ventilation is not affected by a cockpit restart and continues as set. Safety-relevant parameters such as fio2, minute volume, or airway pressure are displayed on the additional yellow/green oled display, where the user can view the current ventilation. Monitoring functions and the cockpit user interface are not available during the restart. Upon successful completion of the warm start, the system sends the alarm message ¿cockpit restarted¿ accompanied by the corresponding audible alarm tone. A warm start sequence of the cockpit can take 45 seconds. If it takes longer, the warm start process is automatically repeated. After three unsuccessful attempts, the workstation aborts the cockpit restart with an accompanying audible alarm. In this case as well, ventilation continues as configured, and the safety-critical parameters are displayed on the oled screen. The cockpit¿s hard drive should be replaced and tested together with the oled screen in accordance with the manufacturer¿s specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.